Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's experienced ineffective therapy with cervical system. X-rays showed that both leads have migrated and appear very lateral. It was noted that the cervical ipg was inoperable as patient stopped recharging. Surgical intervention may be undertaken to address this issue.